Event description:
The reporter stated that she did back to back blood glucose tests, using separate finger sticks, within 10 minutes. The results were 193 and 310 mg/dl. She did not have any symptoms. A control solution test was high, out of range. The reporter will call back to retest with new control solution. The lifescan representative reviewed qc procedures and discussed meter/lab testing.